Event description:
Consumer alleges her heating pad caught on fire while using on her couch and caused damage to her couch. There was not a report of personal injury with this incident.

Manufacturer narrative:
Consumer discarded the product. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. There is an instruction that states, "do not tuck in, trap, fold, cross, pinch or wrap control or cord within the heating pad or any other insulating material during use" and consumer failed to perform that instruction.